Event description:
The right atrial lead demonstrated a fracture in the outer insulation near the connector pin and electrical evidence of conductor fracture with pacing impedence of >2000 ohms. This lead was capped.